Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with the fractured piece. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was due to the wall thickness of the cannula. It is also possible that the excessive force exerted on the unit during port placement was a contributing factor. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: video assisted thoracoscopic surgery (vats). Event description: distal end of port snapped off during surgery (vats left). Required small expansion of incision to retrieve the distal end from the patient's cavity. Occurred during instrument articulation. Additional information received via email from applied medical representative on 17 january 2023: the patient is okay. Intervention: incision required small expansion of incision to retrieve the distal end from the patient's cavity. Patient status: the patient is okay.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: video assisted thoracoscopic surgery (vats). Event description: distal end of port snapped off during surgery (vats left). Required small expansion of incision to retrieve the distal end from the patient's cavity. Occurred during instrument articulation. Additional information received via email from applied medical representative on 17 january 2023: the patient is okay. Intervention: incision required small expansion of incision to retrieve the distal end from the patient's cavity. Patient status: the patient is okay.